Event description:
Patient care rn complained PICC was "positional". Unable to flush or draw blood unless arm positioned against chest. When manual pressure applied to site, PICC would flush and draw blood ok. When manual pressure released, PICC unable to flush or draw blood. PICC removed and replaced. FDA safety report ID #: (B)(4).